Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a recurring no delivery alarm during fixed prime. Customer's blood glucose was 460 mg/dl. The reservoir was not empty and customer is disconnected. Customer was asked to deliver 5 units via fill cannula. Insulin did not exit or the pump alarmed no delivery. Customer was told to only change the tubing. Customer stated that the insulin does not exit the tubing or the pump alarms. Customer changed the reservoir and the insulin still did not exit. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm during our testing and passed prime/a33, excessive no delivery and displacement tests. The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.